Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the probe balloon breaks and must be changed by three different occasions for the same reason. They apparently have a defect in the batch used.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for this failure mode based on the above analysis, the observed occurrence of harm (o) is (1, improbable) which is below the range of the expected occurrence of harm (o) (5, frequent). As part of the containment, a notification was issued to the production personnel to heighten awareness of the condition reported by customer. This complaint shall be reopened if a sample is received.